Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty cycler set. Additionally, there is no allegation or evidence of a cycler set defect reported for this event. The pd cultures resulted in negative growth, ¿in up to 20% of cases, no organism is identified¿. The cause of the peritonitis event was determined to be a breach in technique by the patient. ¿most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum¿. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report an issue. The patient mentioned infection when asking for antibiotics, but it was not specified what kind. Upon follow up, it was confirmed the reported issue, they stated that they got an infection on the reported date, however they stated that they were admitted into the hospital on (B)(6) 2025 and that she was discharged yesterday, (B)(6) 2025. The patient stated that they were not really sure what was the infection about, they only confirmed that this was pd related and that the infection was on their stomach. The patient mentioned that they were admitted into the hospital as they started to lose their appetite and started to dehydrate also. They confirmed that the infection cleared after receiving antibiotics and stated they are fine now and is recovering at home. They confirmed that they were completing her treatments at the hospital, and that they continue treatments at home. The patient was very compliant. Patient adverse effects were experienced, and medical intervention was required.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report an issue. The patient mentioned infection when asking for antibiotics, but it was not specified what kind. Upon follow up, it was confirmed the reported issue, they stated that they got an infection on the reported date, however they stated that they were admitted into the hospital on (B)(6) 2025 and that she was discharged yesterday, (B)(6) 2025. The patient stated that they were not really sure what was the infection about, they only confirmed that this was pd related and that the infection was on their stomach. The patient mentioned that they were admitted into the hospital as they started to lose their appetite and started to dehydrate also. They confirmed that the infection cleared after receiving antibiotics and stated they are fine now and is recovering at home. They confirmed that they were completing her treatments at the hospital, and that they continue treatments at home. The patient was very compliant. Patient adverse effects were experienced, and medical intervention was required.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.